Manufacturer narrative:
H6 - health effect - impact code 4628. Claim (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -4.50/1.5/117 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.